Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to incorrect interpretation of signal and under sensing on the discrimination channel. Programming changes were made to restore normal parameters. The patient was stable.